Manufacturer narrative:
(B)(4).

Event description:
The pt was in "unusual pain." The pump logs showed that the pump had stopped several times due to rotor failures. The pump was reprogrammed to simple continuous mode and was updated. On (B)(6), the pt reported more "unusual pain" again. After the pump was interrogated again, there were more stalls noted and the pump was unable to be restarted. The internal circuit was blocked. The catheter was recently changed in (B)(6) 2011. To rule out a potential catheter issue, the cap (catheter access port) was aspirated; there was good csf (cerebrospinal fluid) flow and no problems were noted with the catheter. It was decided to replace the entire system. There was no pt injury. The medications being delivered via the device system were morphine and bupivacaine.